Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead had a fracture. The physician decided to leave this lead and it's system on the left side of the patient inactive. A new system was implanted on the right side and that one is active. This lead remains in the body inactive.